Event description:
It was reported the patient¿s programmer would not turn on their implant. It was noted the patient wanted stimulation on both their right and left side, and were only getting stimulation on their left.

Event description:
It was reported that the patient experienced stimulation in the wrong area. It was noted that the patient did not get stimulation on their right side. It was stated that the patient reported high impedances, >10,000 ohms. It was added that impedances for electrodes 0-7 were okay, but electrodes 8-11 showed 2 electrodes >10,000 ohms, and electrodes 12-15 are all >10,000 ohms. It was added that programming around the "two electrodes on the quad lead that were out of impedance" and an x-ray of the lead placement was done. It was stated that the patient had a previous revision. It was noted that the patient experienced a shocking or jolting sensation. It was added that the shocking sensation occurred around the week of (B)(6) 2013. It was stated that the patient experienced a "fading" sensation. It was noted that the patient would have a surgical procedure on (B)(6) 2013 to fix the lead issue as well as implanting a new battery. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported both leads and the implantable neurostimulator (ins) were replaced. There were two bad electrodes on a "quad" electrode lead, and the patient's other lead, an "octad" lead, was damaged during the procedure by the surgeon so it was replaced as well. The patient was recovering from surgery.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v010773, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: lead: product ID neu_unknown_lead, implanted: unk, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v010773, implanted: (B)(6) 2007. Product type: lead: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event if information is provided in the future, a supplemental report will be issued.